Event description:
The incident was reported as: the crimper would not fit over the locking plates. The device was not used on a pt. The reported defect was found during incoming inspection.

Manufacturer narrative:
Per customer, the sample is not available for evaluation. The results of the investigation are not available at the time of this report.